Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. The following verbiage is identified within the instruction manual: "the video system center must never be used if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may results in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a requirement." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii video system center is providing a flickering image when used in conjunction with another manufacturer's hub. Additional details relating to the patient and the event have been requested, but none is available at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be duplicated. The unit was tested with various scopes and all video output signals and images were functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.